Manufacturer narrative:
Date rec'd by MFR: 06aug2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The customer was provided with the part number for the flow sensor assembly and discussed installation per the revision k manual. The customer replaced the defective flow sensor to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019.

Event description:
The customer reported o2 flow accuracy failed. There was no patient involvement.